Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and also found that the camera cable was twisted, and the ccd unit had failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that the reported event was attributed to the failure of the image signal transmission to the video processor, which might be caused by the breakage of the camera cable and/or the failure of the ccd unit. In addition, it was considered that the camera cable breakage was attributed to the user handling, and the ccd unit failure was attributed to the material deterioration of the ccd sensor due to ultraviolet rays. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an diagnostic hysteroscopy using the subject device in combination with the video processor otv-s190, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another similar device to complete the procedure without more than fifteen minutes extension. There was no report of patient injury associated with this event.